Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-aug-2018 with the following findings: a review of the black box showed multiple call service 128 alarms due to a discharged battery. No evidence of a short battery life was found. The battery compartment was cracked at the threads on the side. The returned battery cap was undamaged and able to fit securely to a test pump. Evidence of moisture corrosion was found in the battery canister. The leak test failed due to a battery compartment leak. The pump alarmed with a call service 128 alarm upon confirming the verify screen. The reported short battery life issue was duplicated due to moisture corrosion. Pump current readings were unable to be tested. The pump cover was removed to find no further moisture corrosion tot he power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.